Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient¿s wearable failed. At an unspecified time later, the patient began to vomit bile, have diarrhea, extreme weakness, and lack of energy. The patient stated her bg level was ¿elevated¿ but could not recall the specific value. The patient was also wearing a betabioinics ilet insulin pump. The patient¿s husband transported the patient to the ER. At the ER, the patient was treated with an IV insulin drip, IV fluids, and unspecified antibiotics. The antibiotics were given as a precaution due to the patient¿s history of being a kidney transplant recipient. The patient could not recall the exact length of her hospital stay but she was in the hospital for more than 24 hours. The patient was still ¿weak and getting her strength back¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.